Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was being treated with baclofen intrathecal therapy via an implanted pump. The type, concentration, dose and lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and brain injury. The patient's medical history and concomitant medications were unknown. The patient had a pump that had been implanted since (B)(6) 2014. He is a severe tbi axonal diffuse patient. This past (B)(6), he exhibited withdrawal symptoms, severe symptoms and was admitted on (B)(6) 2015 where the pain team was able to get him under pain control. Since this recent hospital stay was to control severe posturing, full body sweats, rigidity, fever, trouble with urine output, the consumer was very alarmed that this pump was defective. A dye test was done where the doctors claimed that the pump was working correctly. Over the past 8 months, where "other" doctors take care of his refills, they have seen continuous inconsistencies when they measured the residual. The patient was back home but was being watched very carefully. Additional information has been requested. If additional information becomes available, a follow up report will be sent. Additional information was received from a healthcare provider (hcp) indicated the patient was receiving unknown baclofen 500 mcg/ml (dose 352 mcg/day) and the patient's therapy was ongoing. It was unknown what other medications the patient was taking at the time of the event and the patient¿s medical history was unknown. The patient¿s pump on (B)(6) 2015 was determined to be functioning fine, but the catheter¿s pump segment was revised. The cause of the volume discrepancies was unknown and there was a possible catheter issue so the pump segment was adjusted on (B)(6) 2015. The volume discrepancies and withdrawal were resolved at the revision on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer indicated the patient had recently gone through two severe itb withdrawal episodes, both requiring hospitalizations and the reporter was concerned something was wrong with the pump. The surgeon stated nothing was wrong with the pump and the pump was fine but the patient "almost died due to the itb withdrawals". The hcps were unable to get anything out of the catheter access port (cap) when accessing it on (B)(6) 2016 due to a question of suspected meningitis or infection via the csf, but the hcp could not retrieve any csf via the cap. They have seen a lot of issues with the patient. Since (B)(6) 2016 the patient had been at the hospital and was still hospitalized there today. The patient was also hospitalized (B)(6) 2015. Over the past 9 months the patient got the pump refilled with different doctors and the hcp also tried to access the cap earlier in (B)(6) 2015 due to questions about residual discrepancies and nothing came out. This was the start of the concerns. At the refills they were aspirating back more than anticipated since (B)(6) 2015 with 3 or 4 times since then. The actual residual volume (arv) 14-14.5cc when it should have been an expected residual volume (erv) 10.5cc. The last time was (B)(6) 2016 with the reservoir volume discrepancies but it had occurred "multiple times with at least 4cc more than expected". On (B)(6) 2015 there was a revision done to correct the catheter with the cap issue. The doctor stated they spliced the catheter line and replaced the catheter and there was good csf backflow. The reporter believed ¿they said it was a kink near the cap¿. Extra oral baclofen had been prescribed and since the catheter revision the patient had not been doing as well and going through such a difficult time. The patient¿s hands were getting much tighter. The patient had oral baclofen on hand for this and future withdrawal issues that may occur. On (B)(6) 2015 and (B)(6) 2016 the patient had severe withdrawal and they knew he was due for a refill soon. The patient was very loose when first refilled. Five days after the refill the patient was good but then started tightening up. It was noted one to two weeks away from the next refill the patient went into severe itb withdrawal. The patient¿s heart rate went up to 150 and experienced severe extensor posturing and severe bodily sweat. The hcp's resolve to this incident was to replace the itb medicine with a concentrated medicine 500 mcg/ml to 2000 mcg/ml. It was unknown what the daily dose, type, or baclofen lot number was. On (B)(6) 2016 the concentration was increased from 500 mcg/ml to 2000 mcg/ml. This, along with bringing the patient back sooner for pump refills, was their solutions to the patient¿s current issues. The patient¿s oral secretions were ¿ridiculously higher with the higher concentration¿. The patient was non-verbal due to his diagnosis. The patient had been having pump refills every two months but now that the concentration changed from 500 mcg/ml to 2000 mcg/ml the refill cycle was longer and the reporter was inquiring if there were any known issues/side effects with increasing the drug concentration. The patient¿s next refill date was (B)(6) 2016. It was noted oral baclofen helped thelast time with the itb withdrawal so it was not so severe. It took a couple of days for the hospital staff to realize the patient needed "a lot of oral baclofen due to the patient¿s severe withdrawal attack". They were not going to refill the pump until the reporter stated this was how the patient gets when it became closer to the next pump refill date. Two ir (indium dye) tests were done before the revision (1 month before) and first withdrawal episode. On (B)(6) 2016 the test began and (B)(6) 2016 the test was completed. Mid-month, (B)(6) 2015, was the first ir test. Both came out to be that the pump was working and the fluid was traveling correctly. The primary follow up doctor was currently on vacation. If additional information is received, a follow-up report will be sent.